Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: on (B)(4) 2014, the pump's black box recorded a single loss of prime warning due to a low, non-zero force. The pump was exercised for 24 hours at a rate of 1 unit/hour with no loss of prime warnings or other alarms. The force sensor was found to be calibrated within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.